Event description:
Reporter alleged obtaining the results of 59 mg/dl, 287 mg/dl, 91 mg/dl, hi (greater than 600 mg/dl, 118 mg/dl, 129 mg/dl, 190 mg/dl and 170 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he ate a piece of candy after the 118 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were misplaced, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.